Event description:
The customer reported that erroneous accutni results were generated from an access 2 immunoassay system for multiple patients across multiple days. This report represents the erroneous accutni results generated from an access 2 immunoassay system with serial number (B)(4). Beckman coulter inc. Assessment of customer supplied data indicated the involvement of three erroneously low initial accutni results. Only one of the initial accutni results possessed confirmatory repeat testing. The customer also provided evidence of four initial accutni results which generated non actionable results with instrument generated indeterminate flags. The involved accutni results were reported outside of the laboratory however there were no reports of death, serious injury or modification in patient treatment associated with the event. Beckman coulter inc. Assessment of customer supplied instrument/assay performance data indicated that the quality control (qc) results were within specified ranges during the timeframe of this event. The reagent and calibrator lot numbers associated with this event were 218278 and 121451 respectively. The samples were collected in lithium heparin tubes with gel separators and were centrifuged at room temperature for five minutes at a speed of four thousand two hundred revolutions per minute. One sample appeared slightly hemolyzed. There was no evidence of fibrin in any of the sample tubes. The majority of the samples were full draws. No specific patient information was provided by the customer.

Manufacturer narrative:
Service was not dispatched to the site for this event as the issue was resolved via beckman coulter inc. Representative telephone troubleshooting. It was identified via an instrument assessment that there was no accutni reagent pack in the reagent carousel position the instrument was attempting to pipette reagent from. In conclusion, the root cause of this event is use error. The erroneous accutni results were caused by a misloaded accutni reagent pack. Associated mdrs: 2122870-2012-01645, 2122870-2012-01648.